Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Per the device instructions for use (IFU) pericardial effusion/cardiac tamponade are potential adverse events associated with standard cardiac catheterization, and balloon aortic valvuloplasty (bav). Physicians are extensively trained by edwards before they are qualified to use the sapien 3 valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intrapericardial pressure which can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. Pericardial effusion can be caused by a variety of local and systemic disorders, or may be idiopathic. It can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the cause of the cardiac tamponade is unknown as additional details were not provided by the authors. There is insufficient information to determine if a relationship existed between the event and the implanted valve. There was no allegation of a malfunction of an edwards¿s device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. PMA/510(k) number: the type of thv delivery system is unknown; however, these are the possible 510k number for novaflex and commander delivery systems: p130009 and p140031 bibliography al-shaibi, k. (2018). Tavr in patients with a low sts score: a cohort study with a mean follow up of 2 years. Cardiovascular revascularization medicine, 1-5.

Event description:
As reported through our (B)(6) affiliate per article, "tavr in patients with a low sts score: a cohort study with a mean follow up of 2 years ¿, a single-center study was conducted between 2011 and 2014 and followed 46 patients that received edwards sapien xt and sapien 3 valves. This report represents the reported one (1) patient who experience a pericardial effusion or tamponade. Additional details of these events are not available, including intervention were not specified and time of the event.